Event description:
After removing the syringe, while retracting the cap, I noticed that the needle was not attached to syringe, it had come off and remained in the baby's thigh. Needle was pulled out of thigh without difficulty and discarded.